Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a rash at sensor insertion site. Patient claimed that she had been experiencing skin irritation at insertion site beginning in 01/2014. Patient stated that an ointment had been applied to insertion site to relieve symptoms. Patient sought medical intervention from a dermatologist on (B)(6) 2014 and was instructed to contact dexcom technical support. No further medical intervention was necessary.